Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) which did not convert, but rather accelerated the rhythm. The patient received one 41 joule shock which did convert. The patient has experienced three episodes of this same nature. The patient passed out during each episode. The patient's physician made atp programming changes and raised the lower rate limit (lrl). Additional information was received indicating that the device was subsequently replaced. There were no additional adverse patient effects.